Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the lead warning triggered, and the right atrial (ra) lead was determined to have malfunctioned. Electrical evaluation of the lead was not performed as the device was going to be replaced due to routine replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.